Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: a reading of 15 mg/dl is outside the assay range of this device. This meter is manufactured to produce readings between 20 mg/dl and 500 mg/dl. Additionally: the actual date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. Additionally: the date of manufacture is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that approximately two weeks prior to calling adc customer service on (B)(6) 2015 customer received a reading of 15 mg/dl on his adc blood glucose meter, which was lower than he felt. Caller further reported customer "felt weak, was sweating, was out of breath and was acting strange". Paramedics were called and upon arrival they checked his blood pressure "and his heart", but it wasn't know if they received a blood glucose result. Customer was given peanut butter cookies and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The meter powered on with button depression and insertion of both cal bar and strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 15 mg/dl was not found in the meter's memory.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500164338) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.